Manufacturer narrative:
The product is not available for analysis. Additional information will be provided within 30 days of receipt.

Event description:
When the filter wire was place in the sheath, the filter basket (folded) kinked; therefore, the product could not advanced through the sheath. There were no problems docking the filter basket. There were no problems with the distal tip. The product was never used in the patient. Another embolic protection device was used to complete the procedure.